Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance contacted the nurse on (B)(6) 2011 regarding the excessive drain found during evaluation. The nurse stated that the patient stopped peritoneal dialysis and entered hospice on (B)(6) 2011 and shortly after passed away. The nurse did not allege that the death was related to peritoneal dialysis. The nurse did not wish to provide any further information. No further information is available. Evaluation summary: the product analysis lab evaluated the device. Based on a review of all available therapy log data, the cause of the increased intraperitoneal volume (iipv) that was found during evaluation was determined to be: insufficient drain / false empty detect and use error due to an inappropriate bypass of the caution: negative ultrafiltration alarm. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 2242ml during cycle 4.